Manufacturer narrative:
Review of the customer's provided data confirmed r flags were recovered on patient results, and that the numerical values were correct. The field service engineer (fse) evaluated the instrument at the cutsomer's site, and discovered that the 3-way solenoid valve sol63 had malfunctioned. The fse replaced sol63, resolving the reported issue. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported recovering excessive r flags on differential (diff) results for patient samples run on a coulter lh 750 hematology analyzer. The numerical results were considered correct. Erroneous patient results were not reported outside the laboratory and there was no change or affect to patient treatment in connection to the event. There was no impact to controls.